Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The coating of the insertion tube was partially peeled off. The user canceled the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. According to the evaluation, the reported phenomenon was confirmed. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that this phenomenon attributed to the following. The physical or chemical stress was applied to the device. The poor environment (direct sunlight, high temperature or humidity, x-rays, ultraviolet rays, etc.). The device was degraded with age. If additional information becomes available, this report will be supplemented.